Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. Through visual inspection, the technician confirmed the coupler was worn.

Event description:
It was reported that during procedures at the user facility the core impaction drill was occasionally overheating. The procedures were completed successfully with no delays, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during procedures at the user facility, the core impaction drill was occasionally overheating. The procedures were completed successfully with no delays, no medical intervention, and no adverse consequences reported.